Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a the right common femoral vein was attempted using proglide devices with a 7f sheath after an interventional electrophysiology procedure. Reportedly, while trying to reposition the device, access was lost with the guide wire. Another device was attempted; however, it did have suture present when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.